Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that they observed that there are some celeron cable (quickset ace grater handle) which have a cleft in their insertion between the instrument and the cable, causing accumulation of residues compromising the processing. After being submitted to the sterilization process under pressure saturated steam, they presented visible residues in a great amount of darkened color, compromising the effectiveness of the sterilization, due to possible contamination. In an attempt to solve the problem they removed these instruments from the boxes to avoid compromising the others. The sterilization in autoclave of low temperature (hydrogen peroxide), is incompatible, because the material presents cotton in its composition. With regard to patient safety and compliance with the local requirements, the materials received do not meet the required parameters. The products were segregated and not used. / / investigation method: / / investigation summary:

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they observed that there are some celeron cable (quickset ace grater handle) which have a cleft in their insertion between the instrument and the cable, causing accumulation of residues compromising the processing. After being submitted to the sterilization process under pressure saturated steam, they presented visible residues in a great amount of darkened color, compromising the effectiveness of the sterilization, due to possible contamination. In an attempt to solve the problem they removed these instruments from the boxes to avoid compromising the others. The sterilization in autoclave of low temperature (hydrogen peroxide), is incompatible, because the material presents cotton in its composition. With regard to patient safety and compliance with the local requirements, the materials received do not meet the required parameters. The products were segregated and not used.